Manufacturer narrative:
We have now completed our investigation into the reported complaint. A review of the batch manufacturing records could not be performed as the lot number provided is not a valid lot number for this product, however, there are no indications to suggest that the device did not meet specifications upon release into distribution. The complaint review found further instances/related events of the reported event in the past years. As no product could be returned, a thorough evaluation of the device could not be carried out. The device was intended for use in treatment. It was reported that all indicator lights were solidly illuminated. This means that the device entered a non-recoverable error state. There are various reasons that the device may enter an error state, such as out of range negative pressure, out of range power supply and an error retrieving data. If the pump does enter an error state, it must be replaced. This is a patient safety feature. We have not been able to identify a definitive root cause or confirm a relationship between the event and the device. No further actions by smith + nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the device was applied on (B)(6) 2020 and on (B)(6) 2020 all the lights were illuminated. No harm to the patient.